Manufacturer narrative:
It was reported that the blue dome on the back of the f gen light head cover has detached from the rest of the cover. There was no patient involvement; the room this occurred in is not a surgical room. The root cause of the failure is that the glue on the blue dome was changed, per change control processes, and the overspray (which had not been specified in the manufacturing process) had been reduced. This is further discussed in (B)(4)/CAPA (B)(4).

Event description:
It was reported that the blue dome on the back of the f gen light head cover has detached from the rest of the cover. There was no patient involvement; the room this occurred in is not a surgical room.